Event description:
It was reported that during a lap cholecystectomy, the tissue pad fell off into the patient. The pad was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/28/2008. Information anticipated, but unavailable at this time.